Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, while at work, the patient experienced a hypoglycemic event and without any warning symptoms, the patient experienced a seizure. The patient does not remember if her received an alert for sensor or signal loss before the loss of consciousness. An ambulance was called by his colleagues and the patient was provided oral glucose by the colleagues before the paramedics arrived. It is unsure at what time, but at some point, during the event the fingerstick was done and the blood glucose reading was below 40 mg/dl. The patient did not receive more treatment for the hypoglycemia but was brought to the hospital to treat a wound he suffered on his tongue. The patient bit his tongue during the seizure, and the wound was treated with a bepanthen liquid. The patient was discharged from the hospital on the same day. At the time of the report the patient was fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.